Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Logfile for the date of treatment showed no technical problem with the system can be identified which can contribute the reported issue. The clinical review revealed that based on the provided files there is no indication showing a malfunction of the device. The device settings were as per recommended cut settings. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. There is no indication a device malfunction caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented with blurry distance and near vision in the right eye one day post corneal inlay procedure. The inlay was well centered and cornea clear. The patient is to continue the use of the previously prescribed topical eye drops. The patient was seen at the one week post-op visit and stated that vision is smoky but improving and is using reading glasses. The patient is to continue the use of the previously prescribed topical eye drops. The patient was seen at the one month post-op visit and stated that the near vision is improving but small print is blurry. Distance vision is doing well. The patient was noted to have interface haze but the inlay is in good position and the pocket healed. The patient is to continue the use of the previously prescribed topical eye drops. The patient was seen at the three month post-op visit and stated that near vision has improved, no reading glasses needed. The patient stated that vision is blurry when he is tired and having some dryness. The patient has some trace anterior haze and trace superficial keratitis. The patient is to continue the use of the previously prescribed topical eye drops. The patient was seen two weeks after the three month visit and stated having goopy and red eyes but vision is doing well. The patient was noted to have meibomian gland disease and trace injection, cornea clear, trace excess mucous. The patient is to continue tear drops and began the use of a topical antibiotic eye drops. The patient was seen at the four month post-op visit and stated that vision is great and is very happy with the results. The patient can discontinue all drops except the tear drops which can be used as needed.